Manufacturer narrative:
Alleged failure: cib, brian, rep, burning smell. Not sure if its the crossfire or l10, po# (B)(4). The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be the crossfire unit or other units/accessories used in conjunction with the lightsource unit during the time of the event. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a thermal event.